Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product has not returned for analysis; however, a picture was provided by the customer. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip of the catheter was observed damaged on electrode exposed wires and sharps rough edges were observed on the device. A manufacturing record evaluation was performed for the finished device number 31245082l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not available to been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the patient experienced foreign body from broken catheter tip. It was reported that during the operation, the distal spine was damaged and part of the material remained in the patient. The physician's opinion on the cause of this adverse event is the procedure. Patient required surgical intervention (surgical thoracotomy to remove the matieral). Patient fully recovered but required extended hospitalization.

Manufacturer narrative:
D4 primary UDI number was updated (B)(4). On 18-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the patient experienced foreign body from broken catheter tip. It was reported that during the operation, the distal spine was damaged and part of the material remained in the patient. The physician's opinion on the cause of this adverse event is the procedure. Patient required surgical intervention (surgical thoracotomy to remove the material). Patient fully recovered but required extended hospitalization. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual inspection was performed, and one spline was observed detached from the tip leaving internal components exposed. This is related to user error as the pentaray catheter was used in a patient with a prosthetic valve despite it being a contraindication in the instructions for use (IFU). A manufacturing record evaluation was performed for the finished device number lot 31245082l and no internal action related to the complaint was found during the review. The customer complaint was confirmed, the root cause of the adverse event is related to the usage of the device with a patient with a mechanical mitral valve. The physician's opinion on the cause of this adverse event is the procedure. The instructions for use contain the following recommendations (IFU): do not use the pentaray catheters in patients with prosthetic valves. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).